Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid and contracture" baker grade unknown.

Event description:
Patient reported "fluid and contracture" baker grade unknown as well as mentioning the recall and pain for left side. The device remains implanted.